Event description:
It was reported that the batteries overheated while charging overnight on the charger at user facility. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned to manufacturer for investigation. Device will not be returned for evaluation.

Event description:
It was reported that the batteries overheated while charging overnight on the charger at user facility. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.